Event description:
A lifestie cannula developed a longitudinal split on the end and detached from the valve stem. The cannula did not migrate down into the pt's vascular system. The cannula was explanted and replaced and the pt continues to dialyze using the lifesite.